Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Affiliate reported via email that during a ligamentoplasty, a part of the capsule membrane is remained in the patient. Loss of 10 min. No patient consequence. Another like device was used to complete the procedure. Additional information received via email from the affiliate on (B)(6) 2017 type of tendon repair was shoulder the capsule membrane was removed from the patient, nevertheless, a tiny part of the membrane is missing after having removed it from the patient the procedure was completed with another like device and without problem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).